Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the temporary communication/session dropped between the station and remote support service (rss). The field service engineer dialed interstation using rss, found that the station was back online, and spoke with the customer over the phone, who confirmed it was okay to close the service appointment. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and offline in remote smart service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.